Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they had to do set change because blood glucose was running high. Blood glucose was up to 429mg/dl. The customer reported they did not change the reservoir, only the infusion set as she was told. High blood glucose began since yesterday, says this was the 3rd set change in the last 24 hours. The customer also had found bent cannula. The customer declined blood glucose troubleshooting for now, and said if continues with high blood glucose tomorrow may call back for that. The insulin pump will not be returned for analysis.